Event description:
It was reported that a pta balloon allegedly got stuck in a 6fr sheath. The physician inflated the balloon with an inflation device and dilated three different spots within the forearm loop graft and arterial anastamosis. When the physician attempted to pull the 8x6 balloon out of the sheath, the balloon allegedly got stuck in the sheath and they were removed together. There was no difficulty tracking to the intended sites and no patient injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was returned and upon inspection of the returned sample, the refolding tool and the balloon guard were not returned with the sample. The 6f introducer sheath was returned. A portion of the balloon was sticking out of the sheath at approximately 5 mm from the sheath. The balloon appeared to be bunched up near the tip and the sheath tip seemed to be deformed around the edges. A kink was located approximately 6 mm proximal to the hub and about 9 cm from the distal tip of the balloon. The length of the catheter was measured. A 0.035" guidewire was inserted through the catheter and it stopped distal to the kink. The wire was inserted from the distal tip of the balloon and it went through approximately 8.8 cm and stopped. With some force, the wire passed through the kinked portion and patency was achieved. With a lot of force, the balloon was pushed out of the sheath. During the inspection of the balloon, the marker bands appeared to be intact. An inflation device was used to inflate the balloon up to 25 atm and was held for approximately 30 seconds. During that 30 seconds, the balloon was losing pressure. Upon deflation, the system would not vacuum the water out of the balloon. The balloon's port holes and bullet could not be seen through the balloon. The balloon was cut at the distal tip and near the proximal cone and removed. The glue bullet and drainage holes were located and it was discovered that the glue bullet had been pulled inside the shaft. This may have prevented the deflation lumen to completely deflate during this evaluation. The cause of this could be due to the high force of retracting the balloon into the sheath. Based on the condition of the sample with the material bunching at the tip, it is hypothesized that the physician may have been deflating and retracting the balloon at the same time, resulting in the balloon bunching at the tip. However, there is insufficient evidence to confirm this at this time. This complaint is confirmed for failure to retract, root cause unknown. The current IFU (instructions for use) for this device states: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter.